Manufacturer narrative:
Merge healthcare is further investigating the allegation from the customer to determine if any corrections or corrective actions are necessary.

Event description:
Merge unity pacs a medical image and information management system that is used for viewing, selection, processing, printing, telecommunications, and media interchange of medical images from a variety of diagnostic imaging systems. On (B)(6) 2016 a customer reported that an exam read by a radiologist in the morning was missing the report however, the exam shows that it is in an "approved status." Due to a user not being able to locate a report for a patient, there is a potential for a delay in diagnosis or treatment that may lead to harm. While the exam/images were still available, the physician had to re-read the exam to create a report. There was no indication of any harm or adverse event to a patient due to this issue. (B)(4).

Manufacturer narrative:
Site has a qc policy in place checking exam reports each day to make sure all faxes went out, reports printed when necessary. This incident was a result of the universal manager crashing at the point the radiologist was closing the case. Site software was updated on 2/19/2017 from r11.0.1 to r11.0.4.